Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) performed an initial evaluation at the reporter's facility. The reported issue of a black screen was duplicated by the fsr. Further investigation will be conducted should carefusion receive the suspect component back for analysis, at which time a supplemental report will be submitted.

Event description:
The customer reported that the display screen on this vela ventilator went blank. The customer stated that this occurred while being used on a patient. The device continued to ventilate and there was no injury or harm associated with this reported event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect vela ventilator front panel assembly. The display was dark and the reported issue was duplicated. The root/cause of this malfunction was isolated to the lcd and back light invertor being defective due to age.